Event description:
It was reported by the patient that the patient felt an electric shock in the chest and then felt another in the back about an hour later. The patient also felt the implantable pulse generator (ipg) implant site was swelling and when the site was touched lightly, a shock could be felt. The patient was educated about ipg devices not providing shocks/therapy and encouraged to work with the physician. Follow-up with the physician's office was attempted but no further information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.